Event description:
It was reported that during a routine diagnostic laparoscopic procedure, the surgeon discovered a round plastic disc inside the patient and removed it. No patient consequences. Case completed with another device of the same product code.